Event description:
Patient reported right side concern with voluntary recall. Additionally, patient reported "capsular contracture", baker grade unknown. Patient also reported "nodules" and "gel has gone into the lymph glands"; these events are not device related. Healthcare professional confirmed capsular contracture, baker grade unknown and patient's concern with the product. Patient representative reported " plaintiff was implanted with biocell textured breast implants. Plaintiff did not receive any update or warning from allergan any time before or after surgery about the clearly established link between allergan's biocell textured breast implants and bia-alcl. Following the worldwide recall and revelations about the dangers of allergan's products, plaintiff underwent an explantation surgery for the removal of the biocell textured breast implants. Plaintiff had to pay out-of-pocket for the removal of the dangerous textured breast implants because allergan has refused to do so." Device has been explanted.

Manufacturer narrative:
Continued from h.6: f2203- imaging required.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported right side concern with voluntary recall. Additionally, patient reported "capsular contracture", baker grade unknown. Patient also reported "nodules" and "gel has gone into the lymph glands"; these events are not device related. Healthcare professional confirmed capsular contracture, baker grade unknown and patient's concern with the product. Device has been explanted.